Event description:
Intra-aortic balloon catheter placed under fluoroscopy with good inflation and augmentation. Pt went to surgery for bypass grafting. When pt arrived to open heart recovery, the balloon was noted to be kinked at the site. Cxr showed the catheter to be 6 cm below the aortic arch. Both augmentation and inflation were poor. When the catheter was removed there were kinks in three portions of the sheath.